Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station drawer 3 failed repeatedly and produced a clicking noise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door had failed. A field service engineer (fse) replaced the retractor band on auxiliary drawer 4.1, which improved drawer opening; however, the cubies did not communicate. Attempts to open the cubies were unsuccessful, and the drawer unit was determined to likely require replacement. This drawer replacement was non emergent. The fse replaced the old tower latches with new tower latches. The issue was resolved. The system functioned as intended after field service engineer repaired the device.